Manufacturer narrative:
Initial reporter phone #: (B)(6). Bd had not received samples, but photos were provided by the customer facility for investigation. The photos were evaluated and the customer's indicated failure mode with the incident lot was observed. Retention samples were selected from bd inventory for evaluation, and the customer's indicated failure mode was not observed as all samples met specifications. A review of the manufacturing records was completed for the incident lot and no issues were identified.

Event description:
It was reported that bd vacutainer® sst¿ ii advance plus blood collection tubes had poor barrier. No serious injury or medical intervention.

Event description:
It was reported that the bd vacutainer® k3e 5.4mg plus blood collection tubes had a dirty closure. No serious injury or medical intervention.

Manufacturer narrative:
The MFR# was corrected to 9617032-2018-01216. Problem or event description is corrected to it was reported that the bd vacutainer® k3e 5.4mg plus blood collection tubes had a dirty closure. No serious injury or medical intervention. Medical device brand name is corrected to bd vacutainer® k3e 5.4mg plus blood collection tubes. Type of device is corrected to n/a. Unique identifier (UDI) # is corrected to (B)(4). Initial reporter facility name is corrected to unknown. Other occupation is corrected to distributor. Report source is corrected to user facility, foreign. PMA / 510(k)# is corrected to n/a.